Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the suspected medical device. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On (B)(6) 2020, it was found that the expiration date, 4-nov-2009, was mistakenly entered in d.7. Explantation date field on the previous report. D.4. Expiration date has been updated with the expiration date, 4-nov-2009, and d.7. Explantation date has been updated as (B)(6) 2019.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right-sided rupture. Concomitant products: 220cc contour profile moderate gel ¿ lumera, ( catalog #: 3241107; serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who enrolled in a clinical study and underwent a revision breast augmentation with a 220cc contour profile moderate gel - lumera experienced postoperative right-sided rupture. The diagnosis was confirmed by a physician. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified implants on (B)(6) 2019.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).